Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: during testing, the display screen was fully illuminated and functional. There was no sign of lines through the display. The complaint could not be duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. No specific details were provided by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.